Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported problem and ordered an esu for replacement. At this time, the additional fse investigation has not been completed. No image or video was available for review. Event verification confirmed that the endometriosis resection was performed on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) had an unrecoverable fault after the start of the procedure and the surgeon. A backup external esu was unavailable so the surgeon made the decision to convert the procedure to traditional laparoscopic techniques. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the erbe electrosurgical generator unit (esu) faulted with error c-34. A backup external esu was unavailable so the surgeon made the decision to convert the procedure to traditional laparoscopic techniques with no injury reported. Follow-up attempts to request additional information has been performed. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the electro surgical unit generator (esu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported failure c-34 fault. The esu was energized and cauterized and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.